Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error. The evaluation found that the device alarmed door not fully latched, corresponding with the reported symptom, determined to be caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump has a door latch error. It was also reported that there was no patient injury.